Manufacturer narrative:
The investigation into the limb ischemia reversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
Abiomed¿s long-term outcome and quality indicator impella registry (loqi) notification received indicating a 75 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient endured a thrombotic vascular complication prompting intervention, with a probable relationship to the impella device: "on august 21, he lost the pulse in his right dorsalis pedis (dp). The impella was gradually discontinued and removed due to suspected thrombus formation. An angiogram revealed a thrombus in the superficial femoral artery (sfa), which was subsequently treated with thrombectomy. While in the cicu, the patient was found to have an arterial occlusion on the right leg from the sfa to the popliteal artery. Vascular surgery was consulted and stented the right sfa and peroneal arteries, leading to the restoration of pulses in the right dp and pt arteries."